Event description:
The tilt actuator on the table broke allowing the table top to tilt back. No injuries were reported.

Manufacturer narrative:
The device was repaired by the hospital biomedical engineer and the tilt actuator was discarded before it could be returned for eval. Photographs of the actuator showed that the aluminum casting which holds the actuator to the base had broken it is not clear what caused the break.